Event description:
Concern pertains to the use of an ethicon ets - flex stapler. Anastomotic leak with intra-abdominal abscess subsequent to a small bowel and ileocolic resection. During an exploratory laparotomy, there were noted some malformed staples in the area of the leak. See operative reports 2004 and 03/2004.